Manufacturer narrative:
The subject device has not yet been returned for evaluation. The cause of the issue is unknown at this time. Investigation is in progress. This report will be supplemented accordingly following investigation.

Event description:
It was reported the fse (field service engineer) onsite found the clip inside the connector was missing and cannot be attached to the reprocessor. Four (4) connectors were identified with the same issue. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported. This report is related to a report with patient identifiers (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the broken lock lever likely occurred from stress applied to the device. The user may have applied external force in the incorrect direction to the lever. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may detect the event: "move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.